Event description:
It was reported that the conductor of this right atrial (ra) lead got fractured. An x-ray image was reviewed and visual inspection upon extraction of the lead confirmed the fracture. A new ra lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received regarding the no-product return investigation. "Cause not established" was selected as the conclusion code.

Event description:
It was reported that the conductor of this right atrial (ra) lead got fractured. An x-ray image was reviewed and visual inspection upon extraction of the lead confirmed the fracture. A new ra lead was successfully implanted. No additional adverse patient effects were reported.